Event description:
It was reported to boston scientific corporation that an existing button replacement gastrostomy device was to be removed during a routine replacement procedure on (B)(6), 2010 (initial placement date is unknown). According to the complainant, the physician chose an endoscopic removal method for the enteral feeding button. The button was cut by the physician and the removal of the soft, silicone dome was attempted to be removed endoscopically. At this time, a perforation of the esophagus was noted, and it was reported that the physician felt that the soft, silicone shaft of the button dome was responsible. The patient was sent to surgery where they successfully repaired the perforation and removed the button dome. Post surgery, the patient was sent to the ICU. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2010, a non-bsc alligator forceps was used to cut the shaft of the button.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that an existing button replacement gastrostomy device was to be removed during a routine replacement procedure on (B) (6) 2010 (initial placement date is unknown). According to the complainant, the physician chose an endoscopic removal method for the enteral feeding button. The button was cut by the physician and the removal of the soft, silicone dome was attempted to be removed endoscopically. At this time, a perforation of the esophagus was noted, and it was reported that the physician felt that the soft, silicone shaft of the button dome was responsible. The patient was sent to surgery where they successfully repaired the perforation and removed the button dome. Post surgery, the patient was sent to the ICU. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.